Manufacturer narrative:
This report is submitted on july 9, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery, under general anesthesia, to excise the skin and replace abutment to a longer one.